Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, stent deformation occurred. The lesion being treated was located in the left main (lm) artery. The physician observed during the procedure a foreshortening, respectively a stent deformation of a promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Event date: (B)(6) 2012. Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).